Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms and had taken 30 to 45 minutes to resume the pump. The customer's blood glucose level was not impacted. It was indicated that the customer would continue to use the pump and had alternative insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.